Event description:
It was reported that a user of the ilet bionic pancreas experienced low glucose after a meal announcement while using a dexcom g6, with a cgm value of 67 mg/dl and a concurrent fingerstick of 94 mg/dl, and was guided to calibrate the cgm; the user reported recurrent lows after meal announcements and was transferred for consultation on cgm target adjustments. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Troubleshooting and education were completed. Investigation included user coaching and review of cgm versus fingerstick discrepancy. Investigation of this case revealed no confirmed device malfunction and an unclear cause for hypoglycemia, with cgm calibration guidance provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.